Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient was developing a rash on her back. During a follow up the patient reported that she went to the pharmacy and was give 1% hydrocortisone cream. She stated that the irritation was still the same and that her skin was peeling. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.